Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via a conference abstract that a retrospective study was conducted to evaluate complications associated with the rezum transurethral water vapor therapy used to treat benign prostatic hyperplasia (bph). A total of 59 patients underwent the procedure between november 2022 and march 2024 at a single institution. Following the procedure, complications were observed in 25 cases. The reported complications included 4 cases pf pollakiuria, 11 cases of postoperative bleeding where 3 cases requiring hospitalization, 5 cases of urinary tract infection, swelling of the foreskin in 2 cases, and transient urinary retention in 3 cases. It was found that the urinary retention in one patient was caused by necrotic prostatic tissue from the median lobe becoming detached and impacted in the urethra, which required transurethral resection of the prostate (turp) as an intervention. Most complications occurred within one month postoperatively except for two cases with mild urinary frequency and hematuria which occurred within two months. Most complications reported spontaneously resolved within a short period of time. This report pertains to multiple patients who underwent the water vapor therapy procedure and experienced adverse events; however, with no individual patient details available.